Event description:
Information received with return of the explanted device notes that the patient collapsed and was hospitalized. The thresholds had increased and intermittent loss of capture was observed. The patient's condition was good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received